Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 25 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the tracheostomized patient was connected to a ventilator. When the patient coughed, the system "mismatched from the cannula and therefore the patient was no longer ventilated. In addition, the system includes a probe to aspirate the patient's tracheal secretions without disconnection. Apart from this, this probe systematically abuts on the cannula, which means that the system has to be disconnected in order to be able to insert the probe." The patient desaturated and was distressed. The device was changed. Additional information has been requested but not yet received.